Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service.

Manufacturer narrative:
One 4 lesion nt2000" pain management rf generator was received for evaluation. Visual inspection of the returned device the connectors, display, and labels were free of physical damage. The generator was powered on and successfully booted to the menu application. However, the generator was unable to produce heat. Internal inspection identified a thermal event on the rf control board. No further evaluation was performed. Based on the information provided to abbott and the investigation performed, the root cause was isolated to the rf control board.

Event description:
This report is to advise of an event observed during analysis confirming a thermal event on the rf control board.

Manufacturer narrative:
Corrected information: h1. Additional information: g3, g6.